Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." This report is number 4 of 6 mdrs filed for the same event (reference 1825034-2014-06908 / 06913).

Event description:
It was reported patient underwent a left total knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2013 due to infection. The tibial bearing and locking bar were removed and replaced. Patient underwent further revision procedures on (B)(6) 2013 and (B)(6) 2014 due to chronic infection. Cement spacer molds were implanted. Patient was reimplanted with a total knee system on (B)(6) 2014.